Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter would not turn on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6) 2015. The patient manages their diabetes with pills, diet and exercise. The patient was unable/unwilling to answer if they made any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of dizziness sometime after the alleged issue began. The patient denied receiving any treatment for this symptom. The cca was unable to fully troubleshoot the issue as the patient did not have test strips available at the time of the call. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury and they did not receive any medical treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.